Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label missing, scratches and cracks on lcd lens screen. The customer stated problem was confirmed. An alarm displayed: cassette locked but not latched was found during the investigation. Latch/lock-optic sensor wasn't working as intended-inoperable. Latch / lock-optic switch sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Cassette issues were reported during testing. No patient involvement was reported.